Event description:
Reportedly, the patient went to the hospital on (B)(6) 2020 as he felt unwell and had palpitations. Atp was manually delivered to treat a monomorphic ventricular tachycardia at around 140 bpm. Nevertheless, the cardioversion was unsuccessful. The ventricular rhythm increased to 180 bpm. As a result, an external shock at 42 joules was delivered to the patient to terminate the ventricular tachycardia. The physician decided to reprogram the pacing mode to vvi, 60 min-1 and to deactivate the left ventricular pacing. In addition, the patient's medication was changed.

Manufacturer narrative:
Based on available data, no issue is suspected on the subject crt-d, which operated as programmed and specified. Atp delivery may lead to cardiac rhythm acceleration in some cases.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient went to the hospital on (B)(6) 2020 as he felt unwell and had palpitations. Atp was manually delivered to treat a monomorphic ventricular tachycardia at around 140 bpm. Nevertheless, the cardioversion was unsuccessful. The ventricular rhythm increased to 180 bpm. As a result, an external shock at 42 joules was delivered to the patient to terminate the ventricular tachycardia. The physician decided to reprogram the pacing mode to vvi, 60 min-1 and to deactivate the left ventricular pacing. In addition, the patient¿s medication was changed.

Event description:
Reportedly, the patient went to the hospital on (B)(4) 2020 as he felt unwell and had palpitations. Atp was manually delivered to treat a monomorphic ventricular tachycardia at around 140 bpm. Nevertheless, the cardioversion was unsuccessful. The ventricular rhythm increased to 180 bpm. As a result, an external shock at 42 joules was delivered to the patient to terminate the ventricular tachycardia. The physician decided to reprogram the pacing mode to vvi, 60 min-1 and to deactivate the left ventricular pacing. In addition, the patient's medication was changed.

Manufacturer narrative:
Please refer to the attached analysis report.